Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line was leaking during dwell one of nine. The caregiver stated that the patient line became loose and fluid leaked all over. They were not sure why it became loose since the patient was not able to disconnect. The technical service representative assisted the caregiver with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that there was a loose connection which is a known cause of a leak. Should additional relevant information become available, a supplemental report will be submitted.